Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was below 40 mg/dl. Customer was treated with food for low blood glucose and the current blood glucose was 90 mg/dl. The customer alleged pump over delivery because the insulin pump was delivering the insulin even if the blood glucose was below 40 mg/dl. Customer had been using an insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode. The insulin pump and the reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No over delivery anomaly noted during testing. (B)(4).